Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. The customer did not attempt to change her infusion after she began to experience high blood glucose. At the time of the report, it was found that the cannula was bent and not inserted into the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.